Event description:
The pt had anterior cervical discectomy and fusion in (B)(6) 2013. She was then seen for increasing pain symptoms. She went to the operating room for removal of fractured anterior cervical cage at c3 - c4.